Manufacturer narrative:
This is the second revision surgery underwent by the patient. He had a primary hip on (B)(6) 2016. On (B)(6) 2017 the patient came in complaining of pain. The surgeon determined the stem did not osseointegrate. The surgeon believed this was due to patient anatomy/biology and revised the stem and head. The surgery was completed successfully. Then, the patient came in due to signs of infection. Batch reviews performed on 12 october 2017. (B)(4).

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and swapped the head and liner. The surgery was completed successfully.